Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient (race unknown) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support secondary to worsening mental status due to cardiogenic shock. The patient's mental status had been waxing and waning with severe hyponatremia over prior six days. During support, the patient developed hematoma at the axillary impella site. Bival temporarily was held and one unit of packed red blood cells was transfused. It was further reported that the patient went in to sustain ventricular tachycardia and was unable to be resuscitated. The patient expired. Abiomed does not have enough information to associate use of device with outcome.

Manufacturer narrative:
The investigation for the ventricular tachycardia (vt) and the access site bleed has been completed. The impella device was not returned for evaluation. Clinical details were provided which were sufficient to determine the root cause of the access site bleed. The root cause of the access site bleeding was most likely anticoagulation as hemostasis was achieved by stopping bival temporarily. As the necessary information was not provided, the root cause of the vt was not determined. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12435 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12435 was submitted. H.6 code 4641 was reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-12435 and a new code has been added to health effect - impact codes. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-12435 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.